Manufacturer narrative:
Although there is a temporal relationship of the patient being connected to the liberty cycler at the time she was found on the floor, consequently having a subdural hematoma (sdh) and subsequently expiring. There is no documentation to suggest a causal relationship between the liberty cycler and the adverse events of the patient sdh, cardiovascular accident (cva) and subsequent expiration; which was the result of removing life support measures ((luce,1997) from the patient. Additionally, there is no allegation against any fresenius products and the adverse events. The peritoneal dialysis nurse reported the cycler did not malfunction. There is however a strong probable association to the patients¿ traumatic sdh in the setting of anticoagulation requiring surgical intervention, life support measures and ultimately expiration in the absence of those measures.

Event description:
According to the reporter, the patient experienced a brain hemorrhage. The patient fell out of bed and was found on the floor, attached to the cycler. The patient underwent an emergency craniotomy which was complicated by a stroke. The patient was admitted to hospice care and was in a coma for approximately one month. The patient subsequently expired.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A serial number review noted no complaint issues with the same symptom code within 90 days of the notified date.

Event description:
According to the reporter, the patient experienced a brain hemorrhage. The patient fell out of bed and was found on the floor, attached to the cycler. The patient underwent an emergency craniotomy which was complicated by a stroke. The patient was admitted to hospice care and was in a coma for approximately one month. The patient subsequently expired.

Event description:
According to the reporter, the patient experienced a brain hemorrhage. The patient fell out of bed and was found on the floor, attached to the cycler. The patient underwent an emergency craniotomy which was complicated by a stroke. The patient was admitted to hospice care and was in a coma for approximately one month. The patient subsequently expired.

Manufacturer narrative:
Corrective data: date received by MFR. Date for follow up 2 is 10/20/2017.

Event description:
According to the reporter, the patient experienced a brain hemorrhage. The patient fell out of bed and was found on the floor, attached to the cycler. The patient underwent an emergency craniotomy which was complicated by a stroke. The patient was admitted to hospice care and was in a coma for approximately one month. The patient subsequently expired.